Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change and primed the tubing in attempt to resolve the issue; however, the issue persisted and the customer declined further troubleshooting with tandem technical support regarding the issue. Customer¿s blood glucose level ranged from 70-140 mg/dl.